Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead had high impedance . The patient underwent a lead replacement procedure and was doing well post operatively.